Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were failing and were not detected on the bus. A field service engineer (fse) pulled out the drawer, manually took out the pockets, and reseated rows b and c. The fse restarted the station and reinserted the pockets, which were then detected. And then cleaned out debris and checked cable connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es cubie pockets were failing and were not detected on bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.